Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead thresholds had suddenly increased, and chest x-ray showed that the lead tip appeared outside of the heart. There was a concern about possible perforation. No capture was also noted. The lead was programmed off, and a revision was planned, but action would be delayed due to the patient's overall health. The lead remains in use. No further patient complications have been reported as a result of this event.